Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. There is no report of any trauma to the implant site or any accident. It is reported that the sound volume is changing when the user is opening the mouth. Most likely revision surgery will be planned.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show fluctuating ground path impedance likely due to damage to the reference electrode caused by device minute mobility. Revision surgery is planned.

Event description:
The user's hearing performance with the device is affected. There is no report of any trauma to the implant site or any accident. It is reported that the sound volume is changing when the user is opening their mouth. Re-implantation surgery is planned.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the limited information received from the field in situ measurement show an increasing ground path impedance likely caused by bone growth over the reference electrode. This is a final report.

Event description:
The user's hearing performance with the device is affected. There is no report of any trauma to the implant site or any accident. It is reported that the sound volume is changing when the user is opening their mouth. The user has been re-implanted.